Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system revision procedure due to inadequate stimulation caused by lead migration. The explanted products were disposed of by the medical facility. No further information was obtained despite multiple good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5168547.